Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced asystole greater than 2 seconds due to a bradycardia. The device remains implanted. No additional information is available at the moment. No additional adverse patient effects were reported.